Event description:
According to the reporter: during lap. Partial resection of small intestine,the surgeon pushed the green button and tried to squeeze the handle ,however could not squeeze it. Replaced by new cartridge, the firing was completed with no problem. The status of the patient is alive with no problem.